Event description:
Information received by medtronic indicated that the customer received this alarm is generated when a power system error (backup battery fails) is detected and this error does not prevent the pump from running(pump error 25). Troubleshooting was performed and the customer was able to clear the alarm successfully and able to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue using the device. The product will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thus software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit successfully passed sleep current measurement, active current measurement and self test. Unit functioning properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past. In the adapt tool pump error, 53 was noted several times on (B)(6) 2022 from 17:35:15.000 through 17:48:13.000. Per software engineering log, pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25 noted. No abnormal behavior during download history review. Proceeded by cutting the unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Unit was also received with battery tube threads - cracked, serial number label missing, cracked case (battery tube), cracked case on battery side, scratched case, stained keypad overlay and cracked keypad overlay at select button. In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. No pump error 25 noted during testing and in download history. However, a critical error (pump error 53) was found in adapt history files. Pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Possible software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.